Event description:
The patient presented with a flat bipole signal in the real-time egm. Noise and asynchronous brady pacing were also observed on the stored electrograms. The spl lead system will be tested during explant procedure.